Event description:
It was reported that the lead exhibited impedance of 4129 ohms, a capture anomaly and noise. The lead was reprogrammed to 7.5 v at 0.5 ms and will be scheduled for replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.